Event description:
The complainant reported a 55-year-old male patient presenting for impella implant. During impella support, it was documented that the physician was squeezing volume out of the left ventricle (lv) and subsequently perforated the free wall of the lv when the heart was rotated. The impella was pulled back into place and the free wall was repaired with sutures. Patient support continued following the incident.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported vascular damage has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The most likely root cause for vascular damage was use error, specifically the manipulation of the patient's heart. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿